Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. The lens remains implanted. Cause reported as device. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.